Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels of 430mg/dl. The customer states has been treating by manual injection and changing infusion sets. The customer was assisted with trouble shooting high blood glucose levels. The customer was assisted with adjusting their settings. The customer was advised to call their trainer with settings. The insulin pump is being not being replaced and is not expected to return for analysis.